Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a laser probe presented with a burr on the end and would not go through the trocar during a procedure. The probe was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
. No further information was able to be obtained from this customer. However, a cannula was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The cannula was manufactured on february 15, 2017. There were (B)(4) paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. A 25ga illuminated flexible curved tip laser probe with radio frequency identification (rfid) was received for evaluation. A visual assessment of the returned sample was performed on august 3, 2017 and showed no obvious nonconformities. However, when observed under the microscope, the cannula near the cannula-nitinol junction showed small bumps. The laser probe was inserted into a 25ga trocar cannula, but resistance can be felt near the cannula-nitinol junction. The laser probe tip was measured using the 25ga needle length gauge, where the cannula and the nitinol were found to meet specifications. The sample¿s outer cannula diameter (od) was measured at ¿receiving inspection¿. With an outer diameter min/max values of 0.0200 to 0.0205 inches, the sample¿s outer diameter was measured to be 0.02028 ¿ 0.02070, with the rough edge area measuring 0.02133, not meeting specifications. Non-conforming cannula was confirmed. However, how or when the cannula became nonconforming cannot be determined conclusively. (B)(4).